Event description:
Report received indicated resistance during advancement of the stent delivery system (sds) and stent dislodgement in-patient. A percutaneous transluminal angioplasty (pta) was being performed to the right common iliac artery. The target lesion was described as a short and tight with 90% stenosis. Predilation was not performed. The sds was inspected and prepped without any anomalies noted. There was no manipulation of the stent and negative pressure was applied to delivery catheter "just as they always do". A 6f sheath was placed just proximally to the lesion. The sds was introduced into the 6f sheath and advanced, however, resistance was felt as the sds was exiting the 6f sheath. The physician proceeded in advancing the sds when at this time was noticed the stent had dislodged from the sds. Of note: the physician feels that there are no issues related with the 6f sheath introducer. Consequently the stent was captured and removed with a snare. There was no adverse consequence to the pt. A second genesis stent was used and the case was a success. There was no pt injury.

Manufacturer narrative:
This product has been returned for evaluation and testing, however, the failure analysis report is not yet completed. Add'l info will be sent within 30 days upon receipt.